Event description:
Customer alleges the ventilator stopped cycling after 5 minutes. Pre-use checks were performed prior to attaching the pt to the ventilator.

Manufacturer narrative:
Smiths medical pm, inc. Kits a pt circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc is reporting as the manufacturer. The ventilator was returned to smiths medical pm, inc technical service department. The ventilator passed all functional testing. The ventilator is being returned to smiths medical international, ltd for eval.